Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Screw (3.2x32mm) was inserted. Surgeon then decided to remove screw because it was too long. While backing out screw he claimed the screwdriver broke and he was not able to remove the screw with it. Eventually he removed the screw through other means. The malfunction caused delays and prolonged length to the case.